Event description:
As reported by the (B)(4) study, a patient experienced in-stent restenosis of two previously placed cypher stents implanted prior to the index procedure. The patient had a previous pci history prior to the index procedure on (B)(6) 2007. Cath performed on (B)(6) 2007, revealed 95% stenosis in the mid segment lad, then had areas of 40-50% stenosis in the mid and distal segments. A 3.0x33 mm cypher stent was deployed in the mlad. This was exchanged for a 3.0x23 mm cypher stent deployed just proximal to that. The indication for the index procedure was unstable angina pectoris. The angiography performed at that time revealed 99% stenosis to the distal circumflex. The lesion was described as 10 mm in length, mid, b2 and de novo. The reference vessel was 2.5 mm in diameter. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 13 atm and a 2.5 x 13 mm cypher rx was implanted at 15 atm. The post residual stenosis was 0% with a timi flow of 3. No procedure complications were reported and the patient was discharged the next day. Approximately thirty two- months after the index procedure, the patient underwent revascularization of the mlad and om2. As per cath report, the patient underwent cardiac cath on (B)(6) 2012, that revealed lower extremity claudication; 90% stenosis in the mid segment of stented segment (two cypher stents implanted on (B)(6) 2007) of lad and 80% stenosis in the apical segment of lad; "free of significant disease" in the left circumflex artery; and 75-80% stenosis in the 2 om. The site has confirmed that both lesions were not within 5 mm of distal circumflex index stent and the study stent was "free of any significant disease". It was reported that there was 90% stenosis in the mid stented segment of previously placed tow cypher stents in the lad. At this time, there was no intervention given except recommended for revascularization of the lad and 2nd om. About 4 months later, the patient underwent revascularization of previously diagnosed lad and om2.

Manufacturer narrative:
The event of mlad revascularization was not related to the study drug or procedure, but probably related to the study stent; while the event of om2 was not related to the study drug, stent, or procedure in an investigator's opinion. Complaint conclusion: as reported by the (B)(4) study, the patient experienced instent restenosis of two cypher stents that were placed prior to the index procedure. This is an (B)(6) male with medical history including angina, most recent pci 10 (B)(6) 2007,peripheral artery disease, hyperlipidemia, hypertension, most recent cva / stroke 2000, most recent mi (B)(6) 1990, congestive heart failure, pvd/claudication, diabetes mellitus type ii, smoking greater than 30 days, renal artery stenosis. The patient had a previous pci history prior to the index procedure on (B)(6) 2007. Cath performed on (B)(6) 2007 revealed 95% stenosis in the mid segment lad, and then had areas of 40-50% stenosis in the mid and distal segments. A 3.0x33 mm cypher stent was deployed in the mlad. This was exchanged for a 3.0x23 mm cypher stent deployed just proximal to that. The indication for the index procedure was unstable angina pectoris. The angiography performed at that time revealed 99% stenosis to the distal circumflex. The lesion was described as 10 mm in length, mid, b2 and de novo. The reference vessel was 2.5 mm in diameter. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 13 atm and a 2.5 x 13 mm cypher rx was implanted at 15atm. The post residual stenosis was 0% with a timi flow of 3. No procedure complications were reported and the patient was discharged the next day. Approximately thirty two- months after the index procedure, the patient underwent revascularization of the mlad and om2. As per cath report, the patient underwent cardiac cath on (B)(6) 2012, that revealed lower extremity claudication; 90% stenosis in the mid segment of stented segment (two cypher stents implanted on (B)(6) 2007) of lad and 80% stenosis in the apical segment of lad; "free of significant disease" in the left circumflex artery; and 75-80% stenosis in the 2 om. The site has confirmed that both lesions were not within 5mm of distal circumflex index stent and the study stent was "free of any significant disease". It was reported that there was 90% stenosis in the mid stented segment of previously placed two cypher stents in the lad. At this time, there was no intervention given except recommended for revascularization of the lad and 2nd om. About 4 months later, the patient underwent revascularization of previously diagnosed lad and om2. About 4 months later, the patient underwent revascularization of previously diagnosed lad and om2. The event of mlad revascularization was not related to the study drug or procedure, but probably related to the study stent; while the event of om2 was not related to the study drug, stent, or procedure in an investigator's opinion. There is no lot number provided for this product device and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00513 and 3003742446-2012-00514.